Manufacturer narrative:
One cannula was received in a bag and the returned sample was visually inspected and found to be conforming. A functional test was then performed to pass water through the cannula to see if any thread like foreign material exited the cannula. The functional test could not be performed due to the cannula was occluded and after the occlusion was removed the functional test was found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos provided by the customer were reviewed by the manufacturing site. Photos show iol boxes, syringes, cannulas, lens cases along with photos of the eye with foreign material circled. Reported issue of foreign material in the eye is confirmed however the source and composition is unknown. The video provided by the customer was reviewed by the manufacturing site. The video shows an iol and a cannula in the eye. The reported issue of foreign material in the eye cannot be confirmed. The returned sample was found to be conforming, therefore a report of blue or white "threads" were stuck to the iol's as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cannula was manufactured to specifications. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the blue or white threads stuck to the iols. Attempts were made to polish away the thread. There was patient contact, but no patient harm occurred. Additional information was requested and received stating the procedure was able to be completed absolutely normally without complication. This report is for the ophthalmic cannula involved in this event.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).